Manufacturer narrative:
Patient information is unknown.

Event description:
Information was received that a cadd solis vip pump was in use with a patient, but the patient came back after three days and reported that the pump was not infusing. No adverse events or patient injury reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be confirmed. All accuracy testing was within specifications. There was no fault found with the returned device but the expulsor was trimmed as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.